Manufacturer narrative:
(B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of syringe needle connectivity issue for lot #6339849, item #305211. Root cause description: no root cause can be determined as no samples were received. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd¿ blunt fill filter needle wouldn't detach from the syringe after use, and the eylea was "wasted". The following information was provided by the initial reporter: "on (B)(6) 2019 it was reported that it was not possible to detach the filter needle from the syringe after using. Therefore the eylea has to be wasted."